Manufacturer narrative:
Device evaluated by MFR: the v.a.c.® granufoam¿ dressing lot number was not provided, therefore a device history review could not be performed. The device type and serial number were not provided; therefore, a device evaluation could not be performed. Based on the information provided, it cannot be determined that the alleged fistulas are related to the foreign material alleged to be v.a.c.® granufoam¿ dressing. It is unknown either when v.a.c.® granufoam¿ dressing was placed in the wound or if medical or surgical intervention was required. Kci made multiple unsuccessful attempts to obtain additional clinical and device information. Device labeling, available in print and online, states: contraindications: v.a.c.® therapy is contraindicated for patients with: non-enteric and unexplored fistulas. Precautions: continuous versus intermittent/dpc v.a.c.® therapy: continuous, rather than intermittent/dpc, v.a.c.® therapy is recommended over unstable structures, such as unstable chest wall or non-intact fascia, in order to help minimize movement and stabilize the wound bed. Continuous therapy is also generally recommended for patients at increased risk of bleeding, highly exudating wounds, fresh flaps and grafts with acute enteric fistulae. Enteric fistulas: wounds with enteric fistulas required special precautions to optimize v.a.c.® therapy. V.a.c.® therapy is not recommended if enteric fistula effluent management or containment is the sole goal of therapy. Wound specific information: enteric fistula: in certain circumstances, v.a.c.® therapy may help to promote healing in wounds with an enteric fistula. If considering v.a.c.® therapy involving enteric fistula, it is recommended to seek support from and expert clinician. V.a.c.® therapy is not recommended or designed for fistula effluent management or containment, but as an aid to wound healing in and around the fistula. The goal of therapy depends on whether the fistula being treated is considered acute or chronic. For acute fistula, the goal is to promote wound healing to enable closure of the acute enteric fistula. For chronic fistula, the enterocutaneous fistula is segregated from the surrounding or adjacent abdominal wound and v.a.c.® therapy is applied to the wound. The effluent from the fistula is diverted into another containment system. This allows time for the patient's overall health to stabilize and sufficient healing to take place to enable subsequent surgical repair. Fistula management: acute candidate selection: enteric fistula, acute formation: no evidence of epithelial cells/growth on opening of fistula, fistula opening must be easily visualized and accessed, npo (nothing by mouth), tpn (total parenteral nutrition), minimal to moderate amounts of effluent, effluent is thin to slightly viscous consistency. Chronic candidate selection: enteric fistula - non-surgical candidate, chronic formation: evidence of epithelial cells/growth (stomatization), mouth of fistula must be easily visualized and accessed, npo (nothing by mouth), tpn (total parenteral nutrition).

Event description:
On (B)(6) 2019, the following information was reported to kci by the nurse: the patient was in a car accident, and the trauma unit placed a foreign material alleged to be v.a.c.® granufoam¿ dressings on a patient's dehisced open abdominal wound which reportedly caused fistulas. No additional information is available. The dressing lot number was not provided; therefore, a device history review could not be performed. The device type and serial number were not provided, therefore a device evaluation could not be performed.